Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor scan of 129 mg/dl as compared to a reading of 20 mg/dl obtained on a healthcare meter. The results of the reading comparison, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced a loss of consciousness and was incapable of self-treating. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered infusion via IV and oral glucose there was no report of death or permanent impairment associated with this event.